Event description:
It was reported that on (B)(6) 2024, during postoperative inspection of the set, it was noted that the 2 depth gauges were inoperable. One depth gauges was unable to slide. The second depth probe was extremely bent and there were concerns for incorrect measurements. There was no patient involvement. This report involves one (1) depth gauge for 2.0mm/2.4mm and 2.7mm screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: reporter is a j&j employee. H3, h4, h6: part: 03.111.005. Lot no: 5l12957. Release to warehouse date:15 aug, 2019. Manufacturing site: werk hagendorf. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The product was not returned to depuy synthes; however, photos were provided for review. The device associated with this report was not returned to depuy synthes for evaluation. The photographs attached were reviewed, however the provided evidence was not sufficient to confirm the reported event of jammed/ seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs attached doesn't draw a conclusion about the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.